Event description:
Because this pt was having auditory difficulty with the implant, an integrity test was performed. The results of the test were unclear but it was noted that the device had three shorts. As this pt also had an incomplete insertion, the device will be explanted.